Event description:
The device was returned for mechanical hardware failure (av assembly). Upon return, the device started up with no errors. Log files indicate mechanical hardware failure (av assembly). Investigation found pneumatic assembly tubing pinched and pneumatic valve assembly having damaged wires. Internal investigation found fva lip seals having debris, main pcba connector j41 damaged, pneumatic valve assembly pinched wires and front housing having damaged screw mounts. Pneumatic tubing, fva lip seals, main pcba, and pneumatic valve assembly will be removed and replaced during repair process. No other damage found.

Event description:
The following has been reported: biomed reported: ticket also stated, "doesn't work". Cleaned and ran test infusion. No alarms patient status unknown. A preliminary review identified the following issue: mechanical hardware failure (av assembly) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.